Event description:
A malfunction alarm was reported, and there was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.